Manufacturer narrative:
E1 ph#: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor inserted the outback elite through a non-cordis 6f 40cm sheath, over a .035 guidewire, positioning it for needle firing. However, immediately after firing, it was observed that the radiopaque tip of the outback detached inside the patient, making it impossible to remove. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.